Event description:
Stent dislodged during placement in lad in cath lab. Attempts made to remove stent at that time were unsuccessful. Pt to ICU & approx 1 hr later experienced change in condition. Pt immediately taken to or in acute shock. Post op diagnosis: cardiac tamponade, stent displacement and perforated left vent. Unable to remove stent during procedure because "too firmly lodged in the orifice of the left main artery." Pt did expire 9/2/97.